Event description:
Original contact from a parent reporting her daughter was in the hosp due to high readings with her meter. Parent said she would call back. F/u contacts were made; parent did not call back with any further info.

Manufacturer narrative:
F/u contacts to the consumer were made, message left for return call. No add'l info was obtained; consumer did not call back. No info on meter serial number, item/upc, bd test strip lot control numbers. Etc. Unable to conduct quality investigation on the incident. Will continue to monitor for any changes.